Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during PICC insertion the peel-away sheath tab snapped off and staff was unable to remove it as intended using the so called break-away perforations.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath that was broken into two pieces. The body was split along the score line on one side only and one of the tabs has separated from its side of the body. Tear marks on the separated tab were jagged and stretched indicating that it was torn off with some difficulty. Two blue stains were also observed indicating that it had been attached. The proximal end of the sheath body was stretched and deformed. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site. The reported lot number is included in the scope of recall z-0207-2016.